Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a separation of the silastic sleeve from the metal connector of the driveline was confirmed. A clamshell repair was performed by an abbott technical services representative on 1/28/2020 via work order (B)(4). The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook explain how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced separation of the driveline from the metal connector from the distal end of the driveline. A clamshell repair was placed with no issues. No further information was provided.